Event description:
It was reported that the patient had a bad fall, and during interrogation it was discovered that both right atrial (ra) lead and right ventricular (rv) lead exhibited high pacing thresholds. The physician decided to surgically abandon both leads, and a new lead was placed. No additional adverse patient effects were reported.